Manufacturer narrative:
The customer reported issue was not confirmed. A review of the device history record for sn 14486336 was performed from date of manufacture 10/08/2015 to the present date 11/12/2020 and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device.

Event description:
The customer reported that there is a "channel error even when no error." No patient involvement is noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there is a "channel error even when no error." No patient involvement is noted.